Event description:
(B)(4). The dentist reported 1 month after the dental implant was installed in intraoral region #21 it was verified its non osseointegration. 60 ncm of primary stability was achieved and immediate load was performed.